Event description:
The customer reported seven erroneous total beta human chorionic gonadotrophin (tbhcg) results involving unicel dxl 800 access immunoassay system. This is report number six. It is unk if the erroneous results were released out of the lab. There has been no report of pt injury or change in pt treatment associated with this event.

Manufacturer narrative:
The field svc engineer (fse) serviced the unit on (B)(4) 2009. The unit failed the foam portion of the diagnostic testing. The fse replaced the aspirate probe tubing. The diagnostic testing was repeated and all portions passed within specs. The fse noted the peristaltic tubing was completely flattened and replaced the tubing. The fse replaced the peristaltic pump. Note: restricted aspirate tubing would cause incomplete aspiration of unbound particles, thus producing elevated results. The customer stated it is standard practice to test all beta human chorionic gonadotropin (bhcg) testing in duplicate. This reportable event was identified during a retrospective review of product complaints conducted from 1/1/2008 through 10/23/2010 for add'l reportable events.